Manufacturer narrative:
Unable to prime unit during prime test due to faulty force sensor gold resistor. Unable to perform excessive no delivery and occlusion test due to prime anomaly. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with stripped battery cap coin slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, low battery and the esc button is cracked and makes a clicking sound. Customer indicated that her blood glucose had been high in the range of 200 mg/dl to 368 mg/dl. Customer does not recall any significant events leading to the errors. Customer declined troubleshooting for high blood glucose as she indicated that she would call back at another time. The customer was advised to monitor her high blood glucose and pump and to call back if any further issues.